Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 9 previously reported events are included in this follow-up record. Product return status 8 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 8 reported events were confirmed. Evaluation results 4 devices were found to be affected by internal corrosion. 3 devices were found to be affected by a damaged safety flange. 1 device was found to be affected by gross handle damage.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had run-on. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 7 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 7 reported events were confirmed. Evaluation results: 4 devices were found to be affected by internal corrosion. 3 devices were found to be affected by a damaged safety flange. 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had run-on. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status: 9 devices were received. Event confirmation status: 9 reported events were confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 3 devices were found to be affected by a damaged safety flange. 1 device was found to be affected by gross handle damage.

Event description:
This report summarizes 9 malfunction events in which the device had run-on. 9 events had no patient involvement; no patient impact.